Event description:
It was reported that the pump battery intermittently could not be charged. Additionally, it was reported that the customer experienced low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Reportedly, the customer miscalculated the amount of carbohydrates consumed and requested a larger bolus than needed. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
Device not returned.